Event description:
On (B)(6) 2010, pt reported he was having issues with his arrow buttons not functioning properly. Pt stated, he noticed the issue while he was attempting to deliver a bolus. Pt reported, the top arrow button does not respond when pressed. Pt stated, the top arrow button does pop back out after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.